Event description:
During the case flexible cystoscopy, cryo of the prostate. Dr. Could not perform a thorough flexible cystoscopy because the view had two dark circles and a mesh riding on the video high definition monitor instead of 1 round light view of the bladder. The light cord was changed and the gain was increased on the light source without improvement in the view. Dr. Stated could not perform a proper cystoscopy with this defective flexible cystoscope which compromised good patient care. The scope was tagged and taken out of service for repair.